Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Moisture damage found on the electronics and motor. No button error alarm noted. Device had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that he went into the pool with the insulin pump. The customer tried to dry it but after a while it alarmed button error. Blood glucose value was 181 mg/dl. The insulin pump was replaced and returned for analysis.